Manufacturer narrative:
Section d6b. If explanted, give date: unknown, information not provided. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced a myopic refractive surprise following implantation of a single-piece preloaded toric intraocular lens (iol). The doctor explanted the affected iol and replaced it with the same model iol of lower power. The device will not be returned for evaluation. No further information was provided.